Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a temporomandibular joint procedure, the medical staff have had issues with the "dynomite anchor". The needle pops off the sutures after the anchor is placed and they had to take a new needle and crimp it onto the suture. The procedure was successfully completed without significant delay using the same device into the same bone hole. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.